Event description:
While disposing of the needle, the rn hit the edge of the sharps container and the needle allegedly came out of the protective sheath and stuck the left index finger of their opposite hand which was being used to push on the sharpsafe door.